Event description:
It was reported that during a craniotomy at the user facility the straight medium saber attachment would not retain a bur. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a craniotomy at the user facility the straight medium saber attachment would not retain a bur. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event of the device not locking burs was confirmed. The device had a broken collet ring. The attachment is not a repairable device and will not be returned to the user facility.